Event description:
(B)(6) operating as (B)(6) is operating an FDA medical device and is not a doctor, nor does she have a medical doctor on premises. They are operating out of (B)(6). They have since changed their website and their literature to say that they are a medspa which they are not. I did not feel well after my initial visit. My stomach hurt and cramped and I had red marks on my stomach. When I asked to speak to the physician, I was told there is no physician that she is a certified laser technician.